Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. No other similar or related complaints for the reported lot were found. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
This is a non us event. The event occurred in (B)(6). The consumer stated a tampon unraveled during removal and pieces remained inside. This event occurred with one tampon. She sought medical assistance from an emergency room doctor who removed the pieces and placed her on oral antibiotic therapy. There have been three attempts (13-dec-2017, 19-dec-2017 and 26-dec-2017) to contact the consumer for more information; whereupon, no answer was received. No further information is available at this time.